Event description:
Patient underwent mediport placement for infusion of 5fu. Drug was ordered to infuse over 46 hrs. After two hrs, the pump began beeping and registered that the reservoir was empty. A clinician confirmed that all of the infusion had gone in during that time period. It was later learned that the pump involved, was a cadd-legacy plus infusion pump. This pump delivers the infusion in ml/hr. The outpatient pharmacy had previously been using the cadd-legacy pump which delivered the infusion in ml/24 hours. The updated, plus pump did not have a notation on the outside -e.g. "Rate is in ml/hr'- like the old model did -'rate is in m/24 hrs'-. No safety features appears to have been built into the design of this newer pump which has the potential of delivering a higher dose. Patient underwent hospitalization to received investigation drug as antidote. Injury to pt still unknown, currently.